Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is deceased. It was stated that the customer could not breathe and the paramedics were called; customer was taken to the hospital on (B)(6) 2014. Cause of death was cardiac arrest, heart failure, respiratory failure and pneumonia. Customer was diagnosed with kidney failure and heart disease. Last blood glucose value was 79 mg/dl when waiting for the paramedics. Customer was wearing the insulin pump at the time of death and the sensor was not in use. Customer's spouse did not have the device; it was given away. Nothing further reported.